Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 1/8/2025 (date when lab analysis was completed).

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and history of right breast infection. Healthcare professional later provided additional information; "10 days after being implanted patient had redness of right breast and skin breakdown on the vertical incision". Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and history of right breast infection. Healthcare professional later provided additional information; "10 days after being implanted patient had redness of right breast and skin breakdown on the vertical incision". Device has been explanted.

Manufacturer narrative:
The event of wound dehiscence is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ wound dehiscence unable to observe as it is not related to the device. ¿ infection (early onset): unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures observed an opening assessed as surgical damage was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of infection (unknown onset) and capsular contracture are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Further investigation: with the information collected, during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with abbvie¿s procedures. And were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable. And they confirmed, that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run 30040749 is not related to any additional complaint infection record reported as of today. Considering, that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact, that the cause of the infection cannot be specifically associated to the manufacturing process and there is not an adverse trend for this type of event and no ER/ncr(s) were identified, during the investigation associated to this lot and the complaint, no corrective action is deemed necessary at this time. The reason for reoperation: infection (unknown onset), capsular contracture, baker grade iii.

Event description:
Healthcare provider reported, a right-side capsular contracture, baker grade iii. Healthcare provider, also noted, "relevant history" of "right breast infection". The device has been explanted.